Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to alleged personal injury. During the procedure, the augment would not attach to the tibia. As a result, another total knee system was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Device location unknown.